Event description:
The customer reported that the system would lock up and display a communication failure error message every time cine was attempted. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ribbon cable was reseated. The system was then found to be operating as intended.